Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was unable to replicate the reported issue. Arm 1 held the sterile adapter and would not disengage unless properly removed. The fse believes issue was either a bad sterile adapter or instrument issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument installed in arm 1 backed out. Arm 1 instrument went from being used to suddenly instrument backing out of the surgical field. The intuitive surgical, inc. (Isi) clinical sales representative (csr) noted that instrument was disengaged maybe 3cm from the sterile adapter. The csr stated arm 1 instrument was in no way touched when issue occurred. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the csr and obtained the following information: the prograsp forceps instrument would be returned.